Manufacturer narrative:
Seroma occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an open, right inguinal hernia repair procedure on in 2008. Post-operatively, the following month, it was found that the pt developed a seroma. The intervention is indicated as "puncion evacuadora". The event is listed as resolved eleven days later.